Manufacturer narrative:
H4: the lot was manufactured between december 21, 2020 - december 22, 2020. Two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determine, however the most likely cause is due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.